Manufacturer narrative:
Monitor (B) (4) - 12/2008. Battery pack (B) (4) - 10/2007. Device eval summary: device evals of monitor (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. There was corrosion on the j2005 connector which connects the auxiliary board to the ca board. The monitor would not deliver energy if needed. The monitor was repaired, retested and restocked. The battery pack had defective cells. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty monitor and battery pack. The pt received a replacement monitor and battery pack.

Event description:
The daughter of a (B) (6) male pt contacted lifecor customer support to report that neither battery pack will power up the monitor. She stated that both light up on the charger and one shows fully charged. Support sent a pt service representative (psr) to the pt to replace the monitor. While with the pt, the psr found that one of the battery packs would not start the new monitor. She replaced this battery pack.